Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-01040. Reference MFR report: 3008829311-2017-01041. It was reported the patient complained of headaches and blurry vision following the placement of an axiom neurostimulator system. A cerebrospinal fluid (csf) leak was suspected and the patient was taken to surgery in order to address the issue. Upon entering the lead incision site, the physician did not encounter any signs of a csf leak. The physician closed the site without performing any intervention. Postoperatively, the patient felt as though the headache had subsided and his vision was improving. No further interventions are planned at this time. A csf leak was initially suspected when the system was implanted (reference MFR report: 3008829311-2017-00875, 3008829311-2017-00876 & 3008829311-2017-00877).